Manufacturer narrative:
The ge service rep removed and replaced the defective main interconnect cable. He verified the c-arm and workstation operation including mag modes and camera operation. The system is operating as intended.

Event description:
The customer reported that the system displayed poor image quality. The image shrunk in size. The customer rebooted the system and was able to complete the case without any further problems.